Manufacturer narrative:
The product was returned for analysis and the reported damage was observed. Photo evaluation: the file has a few photos provided.. Only picture #3 belongs to the reported complaint ((B)(6) ). Pic3 shows iol inside lens case base ((B)(6) ). It appears to be positioned correctly in the case, no problem could be confirmed from the photo attached. The file has 6 photos attached, some of which belongs to other complaints. Pic4 shows iol in a computer screen. It appears to be scratched/marked and it appears to have solution on it. No sn or information about which qs this photo belongs were provided. Additional observations were as follows: iol returned posterior surface up instead of anterior surface up and pressed against two (2) posts of the iol case. Solution is dried on both surfaces of the optic and haptics. One haptic tip is broken/torn and not returned. The optic is bent/deformed/creased as a result of being pressed on the lens case posts. We are unable to determine the root cause for the reported complaint "defective position, folding line on optic". The returned iol shows evidence of possible handling by the customer due to the presence of solution dried on both surfaces of the optic and haptics. In addition to this, all iols are 100% cosmetically inspected as per approved manufacturing procedures and the observed lens damage would not meet our current release criteria. Based on these investigation findings, we are unable to verify if the iol contributed to the event. All product and batch history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Based on the results from the product and batch history record, the product met release criteria. Root cause cannot be identified at this time. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported an intraocular lens (iol) was in a defective position and had a folding line on the optic part. Additional information was requested.